Manufacturer narrative:
The device or logs was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Asae/hematoma: clinical states issues due to patient body habitus contributed to hematoma at impella cp site. No further details known about what specific patient issue/condition contributed to the hematoma. The cause of the access site adverse event was not determined due to lack of clinical information. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 67-year-old male patient for support of chest pain. Patient brought down to cardiac catheterization laboratory for emergent impella and percutaneous coronary intervention. Right radial aborted, with focus on radiofrequency ablation. Impella backloaded and inserted in normal fashion. While crossing valve, wire pulled back and unable to cross with impella. Impella removed and steps repeated with impella insertion in normal fashion. Started on p-auto and companion sheath used for single access technique. Patient hemodynamically stable throughout case. Patient taken to or for escalation to impella 5.5. 5.5 placed and impella cp removed from radiofrequency ablation (rfa). Issues due to patient body habitus contributed to hematoma at impella cp site. Corrected site issue with covered stent placed in rfa at site of impella insertion.